Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of deterioration of connecting tube. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the image was not displayed due to damage on charged couple device unit was found. There was no patient involvement.